Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: a review of the black box showed no evidence of a short battery life issue. Multiple call service 128 motor post-delivery errors were recorded. Unrelated to the original complaint, the battery compartment is cracked below the grip pad. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed successfully, and all current readings were within specifications. The alleged ¿short battery life¿ complaint was unable to be duplicated. The pump cover was removed and no intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.